Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose readings and did not receive any alerts from the insulin pump. Customer's low blood glucose reading was 57 mg/dl and the high was 500 mg/dl. Customer's current blood glucose reading is 265 mg/dl and has treated with a back up plan. Customer reported symptoms of upset stomach, vomiting and large keytones in urine. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.